Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68) and a balloon guide catheter. During the procedure, the physician experienced resistance while introducing the ace68 through the proximal end of the balloon guide catheter. Upon removal, it was noted that the ace68 was broken in two pieces at the distal end, but remained connected by the exposed braided wire. Therefore, the ace68 was no longer used. The procedure was completed using a non-penumbra catheter and the same balloon guide catheter. There was no report of an adverse effect to the patient.